Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibitbed low impedance and noise. Other electrical measurements were normal. The lead was capped on (B)(6) 2015. There were no adverse consequences to the patient.